Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range shock impedance of less than 20 ohms. The shock impedance measurement was from an episode where the ICD was attempting to deliver a shock due to the patient being in ventricular tachycardia (vt). The vt was successfully converted. However, boston scientific technical services (ts) recommended evaluating the system and potentially replacing the ICD and rv lead due to the low shock impedance. Surgical intervention was done to replace the ICD and rv lead. During the procedure, the physician noted that the patient was occluded on the left side and a new rv lead could not be placed on that side. Thus the old leads were surgically abandoned and a new system was implanted on the right side. The ICD was explanted. No additional adverse patient effects were reported.